Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant procedure, the patient had flashes at periphery in night time, retina is stable. Letter shaped lights on high rise building seen as double in night top part of letter was seen double. Even today these symptoms are faced in right eye. Additional information has been requested. There are two medical reports associated with this patient. The file belongs to right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).